Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a foreign material was observed in the unopened pouch. It was reported that fragments of cardboard mixes were in the product bag. This was noticed before opening the package. The foreign material looks like a piece of cardboard, but further detail is unknown. The issue was resolved by changing the product. The procedure was completed without patient's consequence. The device was not used on the patient. The pouch was unopened.

Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6)2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date has been provided. Therefore, fields h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a foreign material was observed in the unopened pouch. It was reported that fragments of cardboard mixes were in the product bag. This was noticed before opening the package. The foreign material looks like a piece of cardboard, but further detail is unknown. The issue was resolved by changing the product. The procedure was completed without patient's consequence. The device was not used on the patient. The pouch was unopened. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted visual inspection and deflection test of the returned device. Visual analysis of the returned sample revealed foreign material lose inside the pouch. The foreign material was extracted from the pouch, it looked like cardboard fibers; no other physical damage was observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Additionally, according to pictures provided by the customer, a picture showing a foreign material in the pouch was received. The sample was received inside the original packaging (closed and sealed). Fourier-transform infrared spectroscopy (ftir) analysis was performed on the foreign material, to determine the chemical composition, and the following conclusion was obtained: overall, ft-ir analysis revealed foreign material exhibited the characteristics infrared spectrum for cellulose - base material, presumably a cardboard material. However, the source of origin remains unknown. Due to the findings, an investigation was initiated with the supplier, with the next conclusion: despite the device not being returned to the manufacturer, the photograph supported that the foreign material of cardboard-like material was inside the pouch and was detected by the clinician just before or upon initial opening of the package supporting that the foreign material was present when the device was shipped from the manufacturer. A device history record review was performed for the finished device number, and no internal actions related to the complaint were found during the review. An internal corrective action has been opened to investigate the issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).